Event description:
The patient ((B)(6)) was implanted with a dbs system. It was reported high impedance were identified. The physician suspected a broken lead or lead extension. The physician elected to proceed with surgical intervention. During the procedure, a broken lead extension was found. The lead extension was then explanted and replaced.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.